Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tip of the catheter was kinked. Therefore, md could not proceed with the product. Another device was used without incident. No intervention reported.

Event description:
The customer reports the tip of the catheter was kinked. Therefore, md could not proceed with the product. Another device was used without incident. No intervention reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath extension assembly with a dilator for evaluation. The sheath was returned with the dilator removed from the sheath body indicating the customer handled to the device. Visual inspection of the sheath revealed that the tip was flattened. No other defects or anomalies were observed on the dilator or sheath returned. The outer diameter of the sheath measured 0.12630", which is within the specification limits of 0.124"-0.128" per sheath extension assembly product drawing. The dilator was inserted into the hemostasis valve of the sheath to functionally test. The dilator got stuck as it approached the flattened distal end. According to the dilator/sheath product drawing, the components are shipped with the dilator inserted into the sheath body. Based on the functional test, the damage to the sheath tip occurred after the components had been removed from the packaging. Manufacturing was consulted to determine if the flattened sheath tip could have been manufacturing related and it was determined that it could not have been. The dilator is inserted into the distal end of the sheath during packaging. Since there was no damage to the dilator this implies the damaged occurred after the product was opened and the dilator was removed from the sheath. A device history record review was performed with no relevant findings identified. The IFU provided with the kit cautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage." The customer report that the sheath tip was damaged was confirmed through complaint investigation. Signs of use in the form of biological material were identified near the distal tip of the sheath. The returned sample met all dimensional requirements, and a device history record review showed no relevant findings. Additionally, the components are shipped with the dilator advanced through the sheath therefore, functional testing indicates that the damage to the sheath tip occurred after the components had been removed from the packaging. Based on the returned sample, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.